Event description:
The patient reported that the infusion device does not deliver insulin correctly. She stated that on (B)(6) 2012 she believes the infusion device began to 'break' and on (B)(6) 2012 she became unwell and on (B)(6) 2012 she was admitted to the hospital. She stated no errors were displayed on the infusion device but the piston rod had not moved and she did not receive any insulin. The patient stated she was treated for hypoglycemia while hospitalized despite the claim that the infusion device was not delivering insulin. She also stated the bluetooth connection between the infusion device and blood glucose monitor was not working correctly. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.